Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during processing of the devices at the sterile processing department (spd) on (B)(6) 2020, the screwdriver handle with quick coupling and the stardrive screwdriver shaft was discovered to have stuck together. There were no patient and surgical involvement. Concomitant device reported: stardrive screwdriver shaft qc/t15 (part # 314.116, lot # 51p2148, quantity 1). This report is for one (1) large handle with quick coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part:311.431-us lot:43p8335 manufacturing site: bettlach release to warehouse date: march 19, 2020 a manufacturing record evaluation was performed for the finished device part: 311.431-us, lot: 43p8335 , and no non-conformances were identified. Visual inspection: the large handle with quick coupling was received at us customer quality (cq). Upon visual inspection, it was noticed that the quick coupling and the screwdriver were unable to be disassembled. Functional test: a functional test was performed by pulling both the devices in opposite direction in an effort to separate from each other but the devices were not able to be separated. Dimensional inspection: no dimensional inspection was performed as the complaint relevant dimensions cannot be checked for dimensional accuracy because of the design of the device. Investigation conclusion: this complaint is confirmed. No definitive root cause could be determined based on the provided information. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for complaint (B)(4).